Event description:
General report received of an unspecified number of undocumented incidents of disconnection of the male luer of the plumset from the clave male adapter plug. There were no reported adverse patient effects. No medical interventions were required.